Manufacturer narrative:
The user-reported leaking issue cannot be confirmed. The customer service representative at zyno medical was notified by the customer on 08/30/2017 that the user no longer had available samples with the same lot number and no device would be sent back to zyno medical for device evaluation. A quality alert was sent to the contract supplier on 08/15/2017 for trending purpose.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00253).

Manufacturer narrative:
The manufacturer is currently waiting for the arrival of the unused samples from the same lot #.

Event description:
The user reported experiencing administration set leaking issue. "This IV tubing is leaking constantly. It used to only be once in a while, but now it is every single tubing. Even with both clamps secured. The filter tubing is worse, but at least has the additional slide clamp. This is a huge risk for chemo spills. Fluid runs out the end (where it would attach to the patient) even with both clamps secured and air can back up into the lines as well. It has been an issue from the beginning, but has been a daily occurrence for the past 3-4 months." The user did not save the affected set after using for chemotherapy. No patient injury or harm occurred. No event date was provided by the reporter. The user reported set leaking issue due to clamps not working. Two types of administration sets were involved: filtered administration set and administration sets without filter. This report addresses the leaking issue with the (B)(4) administration set (no filter), and MDR 3006575795-2017-00254 address the leaking issue with (B)(4) administration set with (filter).